Event description:
A caller reported an alarm 01 associated with a cartridge issue for a t:slim insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. Customer support instructed the caller to load a new cartridge, which allowed the caller to resume insulin delivery successfully. The original cartridge was available for return and was set to be processed through the return merchandise authorization.